Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8 709sc, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type catheter. (B)(4). Analysis of pump (B)(4) found no anomaly. Pump passed all testing and logs had no indication of a stall occurring at any time. It has been decided that no further destructive testing needs to be performed. This choice preserves the pump for later re-analysis if needed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient died on (B)(6) 2012. The cause of death was unknown. The reporter stated that an autopsy was being denied because the patient had cancer. The medications used in the pump were fentanyl 500mcg/ml and 120mcg/day, morphine 5mg/ml at 1.2mg/day, ketamine 500mcg/ml at 120mcg/day, and bupivacaine 10mg/ml at 2.4mg/day. No further information was reported. A follow-up report will be sent if additional information becomes available.